Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 233 events were reported for this quarter. Product return status: 227 devices were received. 4 devices were not available for evaluation. 2 devices investigation type have not yet been determined.   Evaluation status: confirmed 207 reported events were confirmed during testing. 207 devices were found to be affected by missing paint chips. Not confirmed: 3 reported events were not confirmed during testing. In progress: 17 device evaluations are in progress. Additional information: 233  devices were not labeled for single-use. 233 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 233 </noe> malfunction events in which the device had paint chips missing. 233 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 233 event was previously reported during the reporting period; however, - 1 previously reported event in this report should have been included under MFR report # 0001811755-2019-00337. - 232 total events were reported for this catalog number/device code combination for the reporting quarter. Product return status 227 devices were received. 1 device was evaluated in the field. 4 devices were not available for evaluation.   Event confirmation status 225 reported events were confirmed; the cause traced to component failure. 3 reported events were not confirmed. Evaluation results 226 devices were found to be affected by missing paint chips. 2 devices had no device problem found. Additional information 232 devices were not labeled for single-use. 232 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 232 </noe> malfunction events in which the device had paint chips missing. 232 events had no patient involvement; no patient impact.